Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13966, 2017865-2019-13967. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited high pacing impedance and loss of capture and the physician deactivated the lead. The right ventricular lead exhibited high pacing impedance and high capture thresholds. The physician alleged fracture on both leads and chest x-ray performed on (B)(6) 2019 confirmed right atrial lead fracture. The physician explanted and replaced the right atrial and right ventricular leads. Upon interrogation, the new right atrial lead exhibited inappropriate capture of the right ventricle. Chest x-ray performed on (B)(6) 2019 confirmed right atrial lead dislodgement. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
(B)(4).